Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to disconnect and deliver a test bolus to update the estimate, and after no change in the displayed value, caller declined loading new cartridge and chose to continue using current cartridge with plan to follow up if needed.